Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary tube has foreign objects (white foreign material) and scope connector is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected and for the investigation findings, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication errors (e117 and e226). There were no reports of patient harm.